Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going from pc to percept today. The manufacturer's representative said both sides showed good initially, but then there was yellow on the left. Right showed 9, 10, and 11 orange, and the 1, 2, and 3 were all greater than 10k ohms. Technical services(ts) asked rep to have hcp swap the tails and test impedance; test showed 3 and 11 were orange. Troubleshooting was unable to be performed. Pc impedance was normal prior to replacement. The caller called back and stated the surgeon in this case is the most experienced surgeon the caller works with. He was not belligerent (upset) per caller. Caller stated in the case, the surgeon took out the leads/extensions numerous times and put them back in. When running impedances, sometimes they were green and they were orange and then sometimes red, it appears they varied quite a bit. One time the entire right side all contacts showed green and when ran again, just the contacts being used were green, the others were orange.

Event description:
Additional information was received from the manufacturer's representative (rep), that was confirmed by the hcp. It was reported tha t the cause of the impedance issue was unknown. The actions taken to resolve the issue were the hcp programmed around contact which were in orange range. The issue has not been resolved, the hcp is managing the scenario. For the report of the hcp having seen this before the said that they have but did not say if the other devices were from other manufacturer's or mdt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.